Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 13.4-13.6cm from the connector pin and at 39.8-40.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.8-11.8cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received that the lead was explanted.

Event description:
It was reported that the patient presented for a normal follow up. Externalized conductors were observed via diagnostic imaging. Patient will be monitored.